Event description:
A malfunction was reported with a code that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed of the need for replacement. A new pump was provided to ensure continuity of insulin delivery. No additional information was received regarding the return of the problematic pump.